Event description:
Additional information received from the patient (pt) said they were going in for surgery to have the ins removed or replaced after their falls last summer. Repeated during one of the falls, they think their back might have twisted because it sent the ins up 2 levels and after that nothing worked. Pt said they would maybe get a little stim down their waist, but they went to the office and tried every kind of programming available but stim didn't work. Pt said they just had 2 mris yesterday and now was going to be set up for surgery.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(6) implanted: (B)(6) 2021, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that they have had a few falls this past year. Patient stated that one of their falls theymay have twisted and the implant moved up 2 levels. Patient noted that the paddles in their back go down the side of their waist and leg where the stimulation is not supposed to be when they are randomly able to charge their implant. Patient mentioned that their doctor has to do some surgery to get the inside of their back working and that they do not want any surgery on the outside. When asked for an event date; patient stated that their first fall was late spring and the second was (B)(6)and the third was christmas. Agent advised the patient to continue working with their doctor. Agent documented the reported events.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6) ubd: 04-feb-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.